Event description:
According to the reporter, after successful catheter implantation, the peritoneal dialysis catheter drifted. The catheter had been in place for 1-3 months. Flushing was not done prior to use. Nothing unusual was observed on the device prior to use. There were no other defects or damages found on the product. No other products were utilized with the device. There was no leak. No cleaning agent was used on the device. The insertion site was not treated prior to product placement. No remedial actions were taken. The reported product was not replaced. There was normal blood loss during surgery which was part of the catheter implantation. There was about 20 milliliters of blood loss. Blood transfusion was not required as a result of the event. No medical intervention or treatment was required as a result of the event. The treatment was completed. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after successful catheter implantation, the peritoneal dialysis catheter drifted. The catheter had been in place for 1-3 months. Flushing was not done prior to use. Nothing unusual was observed on the device prior to use. There were no other defects or damages found on the product. No other products were utilized with the device. There was no leak. No cleaning agent was used on the device. The insertion site was not treated prior to product placement. No remedial actions were taken. The reported product was not replaced. There was normal blood loss during surgery. Blood transfusion was not required as a result of the event. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.